Event description:
The following information was reported to kci by the physician: the prevena peel and place kit allegedly failed to effectively drain the exudate from a surgical heel wound. No alarms occurred during treatment. Therapy was "well achieved," but after seven days, the dressing appeared "dark," and upon removal of the dressing, the patient's wound appeared macerated, with a possible infection. The patient was discharged home. Date not provided. On (B)(6) 2014, the following information was reported to kci by the kci spain representative: the patient's wound edges appeared necrotic and will require surgical intervention, date unk. No additional information is available.

Manufacturer narrative:
A drain was present at the time of the initial dressing placement, but was removed after 24 hours per hospital protocol. It was alleged that "a pattern was visible where the drain was removed which may suggest that bath water may have been retained in pockets between the drape and skin due to lack of proper adhesiveness." Based on information provided, it cannot be determined that the alleged maceration or possible infection are related to therapy. At this time, it is unknown if and when surgical intervention was performed, nor if an infection has been confirmed. Duration of therapy: therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. Patients should be instructed not to turn therapy off unless: advised by the treating physician; bleeding develops suddenly or in large amounts during therapy; there are serious signs of allergic reaction or infection; the canister is full of fluid; batteries need to be changed; system alerts must be addressed.